Manufacturer narrative:
H3, h6: the system was evaluated in the field. No parts were replaced and the system functioned as intended. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the first automatic registration had no issues. However, for the 2nd automatic registration, after the physician determined the need to increase incision, the system navigated anatomically correctly, but at the incorrect level (accurate anatomy of c2 but displayed navigation at c3).  It was noted the manufacturer representative (rep) confirmed the orientation and that the anatomy portion was selected correctly on the imaging system and that there had been no change in settings. The rep had surgeon navigate with passive planar probe; it flickered in tracking.  It was confirmed that navigation was at the incorrect level. There was no surgical delay and no impact on patient outcome.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the first automatic registration had no issues. Similarly, it was noted in another report that the "1st spin navigation was accurate." The clamp and frame were removed and replaced. For the 2nd automatic registration, after the physician determined the need to increase incision, the system navigated anatomically correctly, but at the incorrect level (accurate anatomy of c2 but displayed navigation at c3). It was noted the manufacturer representative (rep) confirmed the orientation and that the anatomy portion was selected correctly on the imaging system and that there had been no change in settings. The rep had surgeon navigate with passive planar probe; it flickered in tracking. It was confirmed that navigation was at the incorrect level. It was noted that "2nd/3rd spin navigation was off by one level from where the passive planar probe was placed on the spine." There was no surgical delay and no impact on patient outcome.

Manufacturer narrative:
Correction to event date. B5 updated to reflect additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.